Event description:
The pump was set to infuse at 200 ml/hr, however after the infusion was started the pt's blood was observed backing up in the IV tubing all the way to the infusion pump. The pump was removed from use and IV therapy was continued with a different device. No add'l pt intervention was required. There was no pt injury.